Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. As per x-ray review, there is severe loosening of the humeral component of a left total elbow arthroplasty which lead to development of a fracture of the distal humeral diaphysis. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation at this time. Device location is unknown with limited information available and it is unknown if the patient has been revised. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04413. Patient not yet revised.

Event description:
It was reported the patient underwent initial elbow arthroplasty on an unknown date. Subsequently, patient has been indicated for an elbow revision procedure due to unknown reasons. Attempts have been made and no further information has been provided.